Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken at the distal clevis hub. The cable segment contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The reported complaint of broken does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported during a da vinci hysterectomy surgical procedure, that the fenestrated bipolar forceps instrument was broken. Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event, however, no additional information has been provided as of the date of this report. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.